Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event estimated.

Event description:
It was reported that patient's ipg was unable to communicate with the charger. In turn, the ipg became inoperable. As a result, ipg was explanted and replaced restoring the therapy.